Event description:
It was reported that an edwards mitral bioprosthesis was explanted due to "a non compliant leaflet" (as per the surgeon), after an implant duration of approximately (B)(6) months multiple follow up attempts with the healthcare provider to obtain additional event details and patient updates have been unsuccessful. The hcp was unable to locate patient records.

Manufacturer narrative:
As stated, no additional records or event information was received despite multiple attempts with healthcare provider. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. During follow-up for the explanted device, it was learned that it had been sent to an independent laboratory by the hospital, and will not be released to edwards for evaluation. The available information suggests nothing to indicate a quality deficiency that may have caused or contributed to this event. Updates will be reported if additional information was provided.